Manufacturer narrative:
(B)(4). Date of event: unknown; captured as awareness date. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The DHR for lot 26485 was reviewed. No ncs, defects, or reworks related to the product complaint were found. Additional information was requested, and the following was obtained: please clarify the statement ¿seek medical treatment¿? Was the patient hospitalized? Or received any prescribe medication? Subject followed up with their primary care physician. Physician directed the subject to eat small meals frequently and supportive nexium. Do you have the linx product code? Do you have the lot number and serial number (if applicable)? On what date was the device implanted? Answer = model number lxm15; lot number 26485; implant date 01mar2021. Physician directed the subject to eat small meals frequently and supportive nexium. The study doctor is different from the primary care physician. Additional information was requested, and the following was obtained: was the nexium over the counter use? Was the nexium a prescribed from the doctor? The nexium question below: the subject (01154-002) was prescribed nexium (40 mg).

Event description:
It was reported via clinical trial patient trx_2018_01: 01154-002 experience. The event was not related to the study device.

Manufacturer narrative:
(B)(4). Date sent: 8/3/2021. Additional information received: please note the following excerpt from the communication regarding the nature of the nexium 40 mg prn medication: it was prescribed prior to surgery, and it is prescribed to treat a side effect of antidepressant medication. The surgeon prescribed it again as a continuation of what they were already taking prior to surgery. Was not prescribed to treat issues with linx or linx surgery. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.